Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) unk_paradigm. Troubleshooting was performed for display issue and customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump and display returned. No harm requiring medical intervention was reported. No product return is required for unk_paradigm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary., 2. Section d1/d2a/d2b - product material has been changed from unk_paradigm to mmt-1884l and updated brand name, product code and common device name. 3. Section d3 -updated manufacturer name & location. 4. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 5. Section h11 - added verbiage for pr manufacturing site. . This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the event involved product(s) changed to mmt-1884l.